Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any related trends for the product for the issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of alinity I tsh reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 51092ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I tsh result for a newborn twin sample. (Customer provided normal range used: tsh: 0.35 - 4.94 uui/ml) 25aug2023 twin#2 sid (B)(6) first draw was poor/low volume and initially produced an aspiration error message 3424-d026 (aspiration error in sample tube), the sample was retested with a tsh result of 0.16 uui/ml a second sample for same patient with sid (B)(6) tsh was >100 uui/ml (correct result) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information: (the following information is for the same patient) : twin#2,(B)(6),(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I tsh result for a newborn twin sample. (Customer provided normal range used: tsh: 0.35 - 4.94 uui/ml) (B)(6) 2023 twin#2 sid (B)(6) first draw was poor/low volume and initially produced an aspiration error message 3424-d026 (aspiration error in sample tube), the sample was retested with a tsh result of 0.16 uui/ml a second sample for same patient with sid (B)(6) tsh was >100 uui/ml (correct result) no impact to patient management was reported.